Event description:
It was reported that during the attempted implant of a transcatheter pulmonary valve, upon deployment to row 1 and 2 via the left pulmonary artery (lpa) approach, the delivery catheter system (dcs) was retracted and adjusted to anchor at the pre-bifurcation of the right pulmonary artery (rpa). An angiography was performed simultaneously that revealed a possible rpa occlusion, and no st elevation was observed. Additionally, hypotension and reduced cardiac contractility were observed on fluoroscopy. Subsequently, the physician decided to abort the procedure due to the risk of coronary compression and the valve was not implanted. Additional information was received that per the physician, the cause of the occlusion was the valve frame outflow row 1 and 2. The physician did not attribute the occlusion to the dcs. Since the valve was removed from the patient, there was no continued effect and no treatment was required.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: harmony valve, product ID: harmony-25, serial: (B)(6), use by date: 2026-03-26, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonary valve, upon deployment to row 1 and 2 via the left pulmonary artery (lpa) approach, the delivery catheter system (dcs) was retracted and adjusted to anchor at the pre-bifurcation of the right pulmonary artery (rpa). An angiography was performed simultaneously that revealed a possible rpa occlusion, and no st elevation was observed. Additionally, hypotension and reduced cardiac contractility were observed on fluoroscopy. Subsequently, the physician decided to abort the procedure due to the risk of coronary compression and the valve was not implanted.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID harmony-25 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.